Event description:
It was reported that a symptomatic patient, feeling slightly unwell presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and sensing anomaly. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition prior, during and post procedure.